Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the cartridge was changed to address the issue. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.